Manufacturer narrative:
Analysis confirmed the customer comment of broken connectors, the output connector assembly was broken. It was additionally noted that the hanger assembly was also broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator's (epg's) plastic connectors were broken. The epg was returned for repair and preventative maintenance. There was no patient involvement.